Manufacturer narrative:
Reported defect: deflation of left breast implant. Bilateral exchange with mcghan medical implants. Background: original surgery was performed by dr in 1999 using hutchison hsh 0375 saline-filled implants, which were filled to a volume of 0375cc (left) & 0375cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with innomed style 68 0420 product. Condition upon receipt: no product was received however the pack included distributors report and health professionals' paperwork. Visual inspection: no product was returned. Product inspection: no product was returned. As no product was returned it was not possible to perform a product inspection. Review of the product history sheet for lot no s5811/1 demonstrated that the product met all mfg and quality specifications post MFR. Conclusion: no conclusion can be drawn.